Event description:
It was reported that, prior to a procedure, the customer observed that the irrigation was not flowing. Troubleshooting was performed, and it was confirmed that the customer was following the steps correctly. However, irrigation still would not flow through the device. Then, it was further attempted to deploy the needle in hopes irrigation would automatically flow, but it did not work. A second delivery device was used and had the same irrigation issue. It was noted that this is likely a roller pump issue with the generator. The procedure was cancelled, and the patient was already under general anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.

Event description:
It was reported that, prior to a procedure, the customer observed that the irrigation was not flowing. Troubleshooting was performed, and it was confirmed that the customer was following the steps correctly. However, irrigation stil would not flow through the device. Then, it was further attempted to deploy the needle in hopes irrigation would automatically flow, but it did not work. A second delivery device was used and had the same irrigation issue. It was noted that this is likely a roller pump issue with the generator. The procedure was cancelled, and the patient was already under general anesthesia. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under general anesthesia.